Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and difficulty charging. The patient underwent implantable pulse generator (ipg) explant procedure. The patient is doing well postoperatively. Explanted product not returned due to facility policy.